Manufacturer narrative:
H3: product analysis #(B)(4):55711015545 lot# ca15b128 visual review confirms screw breakage approximately 3 threads down from the base of the bone screw neck. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with some indication of multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw. This type of damage is consistent with cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from user facility via manufacturing representative regarding patient with l4 trauma suggested for spinal therapy. Levels implanted was l3-5. It was reported after performing bkp for l4 trauma on (B)(6) 2018, the reported product was inserted with e5 trauma device and spinal fusion was performed at 1above-1below of l4. On (B)(6) 2021, an operation was requested for removal of only the reported implant. On (B)(6) 2021, the distributor contacted the sales rep that the screw was broken. If it is able to remove the screw buried in the bone, it will remove, and if it is difficult to remove the screw, the screw will keep remaining according to the physician's opinion. Removal was scheduled for (B)(6) 2021. Whether the broken screw in the bone can be removed is currently undecided. No patient symptoms reported. This is a report of breakage of sas screw. The screw that was broken in the operation of 3/10 was removed, and the bone screw part in the bone was also removed.